Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the pump casing was warm to the touch. She said it was not warm enough to burn her. She denies using the pump and water and states she sees a white circle on the inside of the battery compartment when removing the battery.